Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us had no insulin flow during injection. The following information was provided by the initial reporter: material no: 320550 batch, no: 9324016. It was reported that the insulin would not flow when taking the injection. Verbatim: daughter of consumer reported, no insulin flow when taking injection. Does not prime before use. Mid way through the dad and daughter couldn't be sure if the issue is with pen needle or trulicity pen. Stated, they will reach out to manufacturer of insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us had no insulin flow during injection. The following information was provided by the initial reporter: material no: 320550 batch no: 9324016. It was reported that the insulin would not flow when taking the injection. Verbatim: daughter of consumer reported, no insulin flow when taking injection. Does not prime before use. Mid way through the dad and daughter couldn't be sure if the issue is with pen needle or trulicity pen. Stated, they will reach out to manufacturer of insulin pen.